Event description:
It was reported by service report that the female connector on the bed litter for the footboard was cracked causing bed exit and scale to be unavailable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pin connector cable.